Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited low amplitude, which led to the smart pass feature being disabled. It was also noted that this s-ICD system delivered inappropriate electric shocks due to oversensing and noise. The patient was in the clinic and an automatic setup vector was performed and all tree vectors failed. Troubleshooting options were discussed and recommended. Programming efforts were performed and plan is continue monitoring. Additional information received indicates that alert received for smart pass feature was disabled and atrial fibrillation (af) episode with oversensing was also noted. Cause unclear from subcutaneous electrocardiogram (s-ECG). Device history includes oversensing and inappropriate shock on alternate/secondary gain 2x. On 1/22, sensing changed to primary 2x with reduced oversensing. Seeking programming recommendations. Currently, this product remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
This product remains in service and has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. With the available information, boston scientific concluded the clinical observation of oversensing is a known inherent risk of the product and is noted within the instructions for use (IFU), as well as the product's risk documentation. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. This device remains in service. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of oversensing is a known inherent risk of the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. This oversensing has been observed with this product previously and is a known inherent risk associated with its use and is documented in the labeling of this product.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited low amplitude, which led to the smart pass feature being disabled. It was also noted that this s-ICD system delivered inappropriate electric shocks due to oversensing and noise. The patient was in the clinic and an automatic setup vector was performed and all tree vectors failed. Troubleshooting options were discussed and recommended. Currently, this product remains in service and no additional adverse patient effects were reported.